Manufacturer narrative:
The device is available for evaluation- it has not been received. The investigation is pending.

Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where the reporter stated that on unscrewing epirubicin syringe from b port, the blue lumen became detached during systemic anti-cancer therapy (sact) infusion. The device was in use 30-45mins. Medications involved was epirubicin and saline; there was an unprotected chemo exposure. The device was changed out/replaced with no further problems encountered. Harm was not reported as a consequence of this event.

Manufacturer narrative:
D9 - date returned to mfg is 8/29/2025. One (1) used list# 140019291, primary plum set connected to one (1) used sodium chloride 0.9% IV bag was returned for evaluation. As received no physical damage or anomalies were observed. An ICU medical provided syringe was connected to the b-port and was activated. There were no issues with removing the syringe from the port and no damages were observed. Complaint of separation cannot be replicated or confirmed without the return of the used mating device. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.